Manufacturer narrative:
Sanofi company comment dated 25-nov-2015: this case concerns a patient who was reported to have experienced weight bearing difficulty and gait disturbance described as "could not step down on it" and "could barely walk". It was also reported that the patient also had swelling, pain and stiffness in knee following the injection of synvisc. The events of weight bearing difficulty and gait disturbance are most likely complications of knee swelling, pain and stiffness and since these events are expected after the administration of synvisc, the causal role of product in the occurrence of weight bearing difficulty and gait disturbance cannot be ruled out. However, since no information has been provided on the technique of injection and patient's tolerability of any previous administrations, a comprehensive assessment cannot be completed.

Event description:
Could not step down on it [weight bearing difficulty], could barely walk [difficulty in walking], knee swelled [swelling of knees], knee stiff [joint stiffness], horrible pain [knee pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited device case from united states was received on 16-nov-2015 from a pharmacist via health authority. This case concerns a patient (demographics unspecified) who could not step down on it, could barely walk, knee swelled, knee stiff and horrible pain after receiving treatment with synvisc. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date in 2015, two weeks ago, the patient initiated treatment with intra-articular synvisc injection (1 syringe) (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis. On an unknown date in (B)(6) 2015, after an unknown latency, the patient's knee swelled, stiff and could not step down on it. The patient experienced horrible pain and could barely walk. The patient was in tears and had to go to hospital. The events took 8 days to resolve. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: recovered/resolved for all the events. Seriousness criteria: required hospitalization for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 25-nov-2015: this case concerns a patient who was reported to have experienced weight bearing difficulty and gait disturbance described as "could not step down on it" and "could barely walk". It was also reported that the patient also had swelling, pain and stiffness in knee following the injection of synvisc. The events of weight bearing difficulty and gait disturbance are most likely complications of knee swelling, pain and stiffness and since these events are expected after the administration of synvisc, the causal role of product in the occurrence of weight bearing difficulty and gait disturbance cannot be ruled out. However, since no information has been provided on the technique of injection and patient's tolerability of any previous administrations, a comprehensive assessment cannot be completed.